Event description:
Pt had rca mid lesion. Lesion was pre dilated. On an attempt pt to place taxus stent by dr. Stent would not cross lesion. Md attempted to pull back. Taxus stent and stent came off delivery system and embolized prox rca. Md attempted to insert ptca catheter into embolized stent to secure it and treat lesion. Could not trend lesion and required emergent CABG check to dissection of prox. Rca).